Event description:
Experiencing infusion set separating from the luer lock. Pt indicated that he had snagged the tubing and believed this to be the cause of the separation. Pt did not report experiencing any physiological effects as a result of this issue. Pt did not report receiving any medical assisstance to address the issue. Pt not returning product.